Event description:
The device is a sterilizer unit that is attached to the water source in dental units. The literature that is supplied by the MFR cites aerosolized water from the dental unit handpiece and 3-way syringe as a source of infection for dental personnel as well as pts. According to the jada, 10/93, as well as numerous other reports in the literature, the major source of bacterial contamination of dental unit waterlines is the biofilm that forms on the inside of the tubing which the device does nothing to eliminate. The MFR suggests connecting the device to the dental unit water source to eliminate bacteria and viruses in aerosols. According to rptr this simply does not work. (*)